Manufacturer narrative:
Reported event of basket wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere¿ retrieval basket was used during a double j unilateral procedure performed on (B)(6) 2015. According to the complainant, during the procedure, upon opening the basket of the device inside the patient, it was noted that one of the basket wires was broken. The procedure was completed with another segura hemisphere¿ retrieval basket. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual analysis of the returned device found the basket wires and the tip extending out of the distal end of the sheath. Additionally, one basket wire had been broken and was extending sideways at the distal end of the sheath. The sheath was also bent in several locations of the working length. Functional evaluation found the handle would not close fully due to the broken basket wire. During manufacturing, the devices are 100% inspected for functionality/integrity. Most likely, the defects noted where due to some operational aspect of the procedure. Therefore, the most probable root cause for the complaint is operational context. The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a segura hemisphere¿ retrieval basket was used during a double j unilateral procedure performed on (B)(6) 2015. According to the complainant, during the procedure, upon opening the basket of the device inside the patient, it was noted that one of the basket wires was broken. The procedure was completed with another segura hemisphere¿ retrieval basket. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.